Event description:
In operating room, filled life kit with heparinized saline and tried to connect a line, then tube connection area of lower part of drip chamber detached and couldn't use.

Manufacturer narrative:
If a sample is sent for investigation, a supplemental report will be filed. (B)(4).